Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon indicated was not reproduced. It is likely that the picture was not clear temporarily due to immersion from the punctured area on the cable. However, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the picture was not clear on their hd 3cmos autoclavable camera head. It is unknown when the issue was observed. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. However, the evaluation found a puncture on a cable which caused the device to fail a leak test. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.